Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient expired while using the device. Caregiver alleged that the patient had squamous small cell lung cancer and difficulty breathing. The caregiver reported using an ozone based disinfection device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.